Event description:
It was reported by service report that the foot end jack was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: adjusted foot end jack assembly release linkages.